Event description:
Initial reporter indicated that their handheld "handheld is completely dead." Good faith attempts are being made for product return for analysis.

Manufacturer narrative:
Device malfunction suspected, but did not cause or contribute to a death or serious injury.